Event description:
The manufacturer received information alleging a ventilator was alarming and would not charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's power management pca was replaced to address the issue.